Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose. The customer blood glucose level was 541 mg/dl at the time of incident and other blood glucose was 435 mg/dl. The customer also stated that insulin pump had insulin flow block alarm while doing the displacement test. The customer also reported that piston was not moving and it seems to be not rewinding. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.